Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the other relevant blood glucose level was 362 mg/dl, 513 mg/dl, 404 mg/dl, 398 mg/dl. The customer did not wish to troubleshooting as insulin pump was being replaced at this time for a low blood glucose. The customer was treated with manual injection for high blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.